Event description:
The advocate stated his wife was taken to the hospital when she received a blood glucose reading of 358mg/dl on the contour meter. She was experiencing hyperglycemic symptoms. When she arrived at the hospital they retested her and the reading on their system was hi. She was given an IV and insulin. The advocate was asked to return the strips for investigation. Replacement meter and strips were sent to the customer.